Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from 522 mg/dl to 545 mg/dl and trace ketones; cause was unknown. Bg was addressed via inhalable insulin, and manual injections. The customer was instructed to consult with healthcare provider regarding bg level. System check confirmed the pump was functioning as intended.